Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Sic went up to 1021 (within 2 days) along with non-sustained high rate episodes and evidence of oversensing. Analysis of the device memory indicated the right ventricular lead integrity alert. The right ventricular (rv) lead integrity alert warning occurred for increased sic count and rv lead impedance variation in the last 60 days on (B)(6) 2016. Analysis of the device memory indicated the impedance on the rv pacing lead was beyond the expected upper range. The rv pacing lead impedance was 1482 ohms on (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a possible fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.